Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call vibrate anomaly on their insulin pump. Customer's blood glucose level was unknown. Customer advised the device is not vibrating during the vibrate test. Troubleshooting for the vibrate anomaly was performed. Customer replaced the battery on the insulin pump. Customer performed the self-test and the insulin pump did not alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.